Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with 425cc mentor memorygel breast implant experienced several unexplained systemic symptoms post procedure. Feelings of syncope on standing, chest pain, heart palpitations, elevated heart rate, high blood pressure, hair loss, and, visions problems including seeing black spots were noted. The patient visited the emergency department and two different cardiologists, and no diagnoses were provided for the abnormal symptoms. The patient¿s thyroid levels were tested and found to be normal. The patient¿s lab results were all normal. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The symptoms have not improved with time. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-17955 for contralateral prosthesis report.